Manufacturer narrative:
On 11/12/2020, the product investigation was completed. It was reported that during an atrial fibrillation (afib) ablation procedure, upon insertion of the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, it was noticed the hemostatic valve was dislodged which did not allow access of dilator. Issue occurred prior to sheath insertion. No patient consequences were reported. Device evaluation details: a visual inspection was performed and it was found that the hemostatic valve is dislodged inside the hub of the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure, upon insertion of the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath, medium, it was noticed the hemostatic valve was dislodged, which did not allow access of dilator. Issue occurred prior to sheath insertion. No patient consequences were reported. Hemostatic valve dislodgment is an MDR-reportable event.